Event description:
During the procedure when the gdc 10-standard synerg detection circuit was placed in the aneurysm angio before detachment showed a reduction of flow of the aca. When the physician attempted to pull the coil back, it stretched and broke. Device retrieval with the in-time retrieval device and retriever-18 did not work. The coil stretched a second time. The coil was anchored in the right eca with the support of the guiding catheter. The condition of the pt was reported to be good.